Manufacturer narrative:
The investigation was not complete at the time of initial reporting. The investigation summary is provided here. On 11/06/2015, one mmk0802 mammomark biopsy site marker, lot number f11517313d1, was received from the customer for analysis. Visual inspection of the device confirmed the marker applicator had sheared on the end, as reported. This is likely the result of user removing the marker applicator separately from the probe, contrary to the instructions for use. Tip shear has been identified as a potential risk whenever the applicator is removed separately through the biopsy probe. Additional follow up also provided confirmation that the patient had a mastectomy on (B)(6) 2015, and the marker applicator tip was removed at that time.

Manufacturer narrative:
Investigation summary: the device has not yet been returned for evaluation, which prevented a complete investigation and analysis. However, based on our knowledge of the device and its prescribed use, the most likely scenario is that the user rotated the marker applicator and/or removed the marker applicator separately from the biopsy probe. Tip shear has been identified as a potential risk whenever the applicator shaft is removed separately through the biopsy probe once it has been positioned in the probe aperture for marker deployment. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft once it is exposed to the probe aperture creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, step 13 of the IFU provides the following instruction: remove the mammomark applicator and the mammotome revolve biopsy probe together as a single unit from the site and obtain images to confirm marker placement. Additional patient followup care information is not available at this time. However, due to the potential subsequent procedure or other treatment intervention, we are submitting this medwatch report. Device not yet received for evaluation.

Event description:
The affiliate reported that following a breast biopsy and marking of the biopsy site, clip has broken and a piece stayed in the patient's chest.